Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they could not turn the unit back on. The patient was not holding the programmer over the implantable neurostimulator (ins) location. Patient services advised it had to be placed over the implant in order to work, this resolved the issue. The patient stated they could not get the unit to work. The patient stated she was having pain and her healthcare professional (hcp) asked her to turn off the device to see if the pain went away. The patient stated her symptoms came back and now wanted to turn it back on. The patient noted they had a pain in the side ago of week prior to the report. The patient stated the device would not communicate. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.